Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The investigation consisted of a review of the complaint trend for category h-corneal ulcer infectious. A product specific investigation was not performed as no lot number was available. No sample evaluation was completed as no product was returned. There were no adverse trends identified for complaint h-corneal ulcer infectious for delefilcon product from (B)(6) 2017 ¿ (B)(6) 2019. A root cause was not confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported on (B)(6) 2019, that an eye care professional had two patients who suffered from corneal ulcers from wearing the said contact lens. Additional information has been requested but not yet received.